Event description:
Reporter indicated that vns pt was experiencing pain at the electrode site along with a drop in dc-dc converter code results after device diagnostic testing. The pt reported that the neck pain at the electrode site lasted for approximately 4 minutes and that the device did not function properly for approximately 4 hours afterward. The pt reported that she can usually feel "a tugging sensation" at the neck site when the device stimulates, but that pt did not feel this for 4 hours after the 4 minutes of neck pain. It was reported that device diagnostic testing at last two office visits resulted in dc-dc code 0, while the same testing at previous office visits resulted in dc-dc code 2, which is an unexpected occurrence. Investigation to date has been unable to confirm these reported device diagnostic test results. Additionally, the pt reported a recent increase in seizure activity above pre-vns baseline that pt believed was related to family stress. The pt later reported a 50% decrease in seizure rate. Treating neurologist planned to order x-rays to check for proper placement. It was later reported that the pt's lead was broken and that ncp system replacement surgery was planned but was delayed due to some "emotional/psychosocial issues" that the pt was having.